Manufacturer narrative:
The likely cause product has been changed from the toxo-g reagent to the architect i2000sr processing module on (B)(6) 2025. All further information will be submitted under the architect i2000sr processing module, MFR report number 3016438761-2025-00208-00.

Event description:
The customer observed false reactive architect toxoplasmosis igg results on one t patient. The results provided were: on (B)(6) 2025, sid (B)(6), initial=47.0 iu/ml (> or = 3.0 iu/ml=reactive) //repeated on (B)(6) 2025=0.0 iu/ml (< 1.6 iu/ml=nonreactive); avidity=negative. Previous history on (B)(6) 2024=nonreactive (no actual results provided) there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive architect toxoplasmosis igg results on one t patient. The results provided were: on (B)(6)2025 sid (B)(6) initial=47.0 iu/ml (> or = 3.0 iu/ml=reactive) //repeated on (B)(6)2025=0.0 iu/ml (< 1.6 iu/ml=nonreactive); avidity=negative previous history on (B)(6)2024=nonreactive (no actual results provided) there was no reported impact to patient management.